Event description:
It was reported that the patient called to discuss device recording options and to report having symptoms of dizziness and feeling like they are going to faint. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient called to discuss device recording options and to report having symptoms of dizziness and feeling like they are going to faint. The device is still in use. It was further reported that the patient has been seen in the clinic several times since the reported event. Thresholds were normal and there were no observations of lead or device performance issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku